Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case close complete. Case turned over to cad. 8015 unit. Serial # (B)(4). Resolve customer case with error code 133-6090 on 8015 unit error code is that the main speaker needs to be replace. But before customer call in he had already replace main speaker and still get same error. Customer will set up po# to send unit for repair services. (B)(4). (B)(6). (B)(4). 8015 unit. Serial # (B)(4). Customer called in for help on 8015 unit has error code 133-6090 error code relate to the main speaker on unit has to be replace. Before call in customer had already replace the main speaker & board speaker sits on. And still get the same error once unit put back together and power on. Next step for unit is send in for services repair or replace main board on unit. Thank me for my assist.